Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s stimulation was ¿off and nonfunctioning¿. Additional information was received from a healthcare professional on 2017-mar-07. It was reported that the patient was in the emergency room at the time of the initial report for an mra/MRI of the brain. It was noted that the patient and their family stated that the implantable neurostimulator (ins) had not functioned for a long time. There was no programmer available and an MRI was not performed for the device. No actions/interventions were taken, the cause of the stimulation was not determined and the issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.